Event description:
It was reported that the patient expired during a da vinci-assisted pericardial window procedure for an active hemorrhagic pericardial effusion. The surgeon stated that intraoperatively, the heart and pericardium were found to be severely swollen and anatomically distorted, contributing to significant cardiac and pulmonary compromise. The robotic system initially achieved hemostasis with minimal blood loss; however, the procedure was converted to an open approach to repair an unspecified cardiac defect. During the suturing process, significant bleeding occurred as the friable tissue repeatedly tore, complicating attempts at hemostasis. The patient experienced cardiac arrest; resuscitation efforts were unsuccessful. There was no report of any malfunction or issues with the da vinci system or accessories. The patient had a diagnosis of advanced chronic myeloid leukemia (cml) with a pre-operative prognosis of approximately three months. The patient had presented with elevated troponin levels and the active hemorrhagic pericardial effusion, secondary to cardiac bleeding. The patient was counseled regarding the risks associated with a pericardial window procedure, including a 50% mortality rate, and was also offered the option of transitioning to hospice care. The patient elected to proceed with the surgical intervention.

Manufacturer narrative:
A review of the system logs found that intraoperative event logs for the duration of the procedure show the system functioned normally, and there were no indications of any issues related to the reported event. Log review of the 5 subsequent procedures performed on the system show the system functioned normally with no intraoperative events or issues found. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, cadiere forceps, fenestrated bipolar forceps, suction irrigator. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review found no non-conformances documented that would be related to this event. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following an attempted pericardial window. The prognosis for this patient was poor prior to the procedure due to underlying disease (cml) and the operation planned, pericardial window, is often used as a palliative measure to try and alleviate a pericardial effusion. The preoperative risks were significant considering their comorbidities including the cardiac description which is consistent with congestive heart failure. No allegation of any issues were reported with any intuitive surgical products. Based on the description provided in the summary of events, no intuitive surgical product or instrument contributed to this event.